Event description:
It was reported that the mobile programmer application repeatedly experienced loss of telemetry and failure to interrogate despite the patient connector being near the device. A close and restart of the application resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the product data/database was able to confirm the customer comment that it was reported that the mobile programmer application repeatedly experienced loss of telemetry and failure to interrogate despite the patient connector being near the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.